Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and connector issue of intermittency between the connector pin and cap is noted. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the screw in the 5076 lead dislodged and was repositioned. But no pacing and high impedance were also observed therefore a different lead was implanted. The 5076 was returned for analysis. No patient complications have been reported as a result of this event.